Event description:
It was reported that the patient underwent a gynecological procedure on an unknown date to treat pelvic organ prolapse and mesh was used. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and a sling was implanted. The patient underwent mesh revision procedures in (B)(6) 2008 and (B)(6) 2009, due to mesh erosion, bleeding and pain. The patient had additional surgeries to remove extruded mesh on (B)(6) 2011 and (B)(6) 2012. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Lawyer-filed report (B)(6).

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary problems, recurrence, bleeding, dyspareunia, vaginal scarring, urinary incontinence, tissue loss through vagina, abdominal bloating, pulling and burning sensation in vaginal area, vaginal discharge with odor, emotional distress, and difficulty participating in physical activity. It was reported that the patient experienced dyspareunia, infections, mesh erosion and bleeding. The patient also experienced a recurrence of pelvic organ prolapse, pain, vaginal tissue loss, bloating and vaginal scarring. It was reported that following insertion the patient underwent mesh explant surgery on (B)(6) 2012 and additional mesh revision surgeries on (B)(6) 2012, (B)(6) 2013. The patient underwent mesh revision procedures in (B)(6) 2012, (B)(6) 2013. (B)(4).

Manufacturer narrative:
(B)(4). The patient underwent mesh revision on the following dates: (B)(6) 2009, (B)(6) 2009, (B)(6) 2009, (B)(6) 2010, (B)(6) 2012, (B)(6) 2013 and (B)(6) 2013. The patient underwent mesh removal on (B)(6) 2012.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.